Event description:
It was reported the programmer makes a chirping/beeping sound. Upon rebooting/software repair disk application, an error message was received upon one time boot. After rebooting another error message was received. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; programmer was able to boot and interrogate a device. Programmer failed display/touch test; xy printed circuit board assembly found out of electrical specification. Analysis also found the printer made noise when printing and the system fan was noisy. (B)(4)